Manufacturer narrative:
On august 31, 2006, I-flow corporation was notified by the representative of the patient of a death that occurred in 2005, due to the incorrect infusion pump being issued to the patient by the pharmacy in error. As stated in section 'b.5' (page 1) of the medwatch form (3500a) and reported by the patient's representative, the patient was given a 100 ml x 100 ml/hr pump instead of the intended pump, 125 ml x 5 ml/hr. The analysis of this event by I-flow is as follows: the two (2) devices mentioned are well identified with several labels as to the volume and flow rate. The flow rate labels are specifically color-coded. This MDR is reporting this incident as an error caused by the end user. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
The facility intended to use a homepump eclipse c-series 125 ml vol x 5 ml/hr device to deliver 5fu. Instead, a 100 ml x 100 ml/hr pump was used resulting in a delivery rate 25 times more than the intended rate. The patient died in 2005, reportedly from complications.